Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, it was observed the atrial lead had lost lead slack. Repositioning was attempted but the helix would not extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.3 cm. Analysis was completed. The reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.